Manufacturer narrative:
D10: section d information references the main component of the system and other applicable components are the leads: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2025, product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2025, product type: lead .medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient was in the hospital getting the stimulator explanted. The patient stated that they "went for a scan and it was determined that the leads had migrated and were no longer in the epidural space."

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2025, product type lead product ID 977a260, serial# (B)(6), implanted: (B)(6) 2025, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Rib and genital stimulations as low intensities. Stimulation is unable to be turned up past 0.2 before rib stimulation occurs. Pt. Complained of feeling dizzy after surgery whenever stimulation was turned on but no headache. Pt. States feeling rib and genital stimulation upon using the stimulation. Pt. States the stimulation is too intense whenever it is increased past 0.2. Provider notified of findings and pt. To call office to have follow up appointment with rep to try out different programming settings.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2025 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that patient's weight was unknown. Leads were explanted (B)(6) 2025. The issue has been resolved after explanation. The battery and leads were thrown away after the surgery. Customer still has the recharging system.